Manufacturer narrative:
Product analysis #248337513:manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) display was out of specification. The epg passed all incoming functional testing. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prior to use, the external pulse generator (epg) exhibited a "display issue." The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the prior to use, the external pulse generator (epg) exhibited a "display issue." The epg was returned for service. There was no patient involvement.